Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not close. Tried multiple reboots and it would not close still. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000429, lot number: unknown; product ID: bi71000273, lot number: unknown h6: multiple annex g codes were coded for this event. G04116 was coded for kit svc bi71000273 slides door cable. G04067 was coded for the kit svc bi71000429 door winch replacemnt. H3, h6: no products have been received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the door was jammed due to a collision while customer was driving the system. The door jam was removed and the system ran without any issues. Codes b01, c07, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.